Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 226-600 mg/dl in range. Elevated blood glucose was address with manual injection. The customer reverted to an alternate method of insulin therapy.